Event description:
Customer reported that he was hospitalized for high blood glucose. The blood glucose reading at the time of admittance was 383 mg/dl. Customer stated that he notice bent cannula prior to the hospitalization. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.